Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage was adjusted and alarm reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had grainy images. Also the alarm could not be reset. No patient injury was reported.